Event description:
Product analysis for the m106 was completed and approved on 12/28/2015. To observe the pulse generators sensing response (tachycardia detection) to an external stimulus, the pulse generator was placed in a final test fixture and setup. To use the tachycardia detection function of the tablet software (rev11), the waveform generator setup was used for the basic stimulus. The stimulus (waveform generator) and pulse generator were connected to an oscilloscope for visual confirmation of pulse generator sensing the stimulus. The stimulus was connected to the pulse generator case and out2. Sense settings one through five were evaluated with a no load and 2k load conditions between out2 and out1. Various sense delay starts and sense drops out were observed (1.8 seconds to 35.0 seconds). The pulse generator was opened. Possible contaminates were observed on the pcb trimmed edge of the pcb (tab removed). The battery was removed. Results show that the pulse generator module failed several electrical tests including r2 verification, supply current 2ma/normal, supply current off, and supply current off sense, magnet detection normal, magnet response, and trim diagoncurrent. The trimmed edge of the pcb was cleaned with high grit sand paper and isopropyl alcohol to remove the suspected contaminates. The pulse generator module was subjected to a postburn electrical test. Results show that the pulse generator module performs according to functional specifications. The pulse generator was reassembled (with the original battery, case, and header). Sense settings one through five were re-evaluated with a no load and 2k load conditions between out2 and out1 to determine to what effect the removal of the contaminates from the trimmed edge of the pcb would have on the pulse generators sensing abilities. The pulse generator showed no sense delays and sense drops out (1.8 seconds to 3.4 seconds) after the trimmed edge of the pcb was cleaned. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing may have been verified. Remaining residual material on the pcba edge after the test tab removal manufacturing process may have been the contributing factor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that during the initial implant of a m106 generator the generator was receiving "????" When attempting to sense the heart rate. The patient had a pre-surgical evaluation which identified sensitivity level 2. It was confirmed that all parameters were set to 0.0 ma, there was proper irrigation of the nerve, the generator was not being touched, the green power light on the wand stayed on for the duration of the test, and each new setting was being programmed and then tested. All diagnostics were within normal range. After going through all the troubleshooting steps with no success, the use of a back-up generator was authorized. The new m106 generator was immediately able to sense the heart rate. Review of decoded data shows that on the date of implant ((B)(6) 2015) for the first m106 generator, tachycardia detection was programmed on and sensitivity levels 2 and 3 were tested. Interrogation were performed and showed 60 bpm at sensitivity level 3 and 63.9 bpm on sensitivity level 2. A system diagnostic test was performed but the td detection was programmed off at that time. All output currents (normal and autostimulation) were programmed off during the testing. The explanted generator was received for analysis on 11/23/2015. The DHR for the generator was reviewed. The device r-wave configuration passed all tests prior to distribution into the field.